Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 11/21/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during robotic ventral hernia, the robot scissor stopped opening and closing properly. Once removed it was noted that the cable had snapped under tip cover.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. H10 field updated for related MFR 4100120000-2024-8070.